Event description:
I used renu with moistureloc contact lens saline solution for approx 3-5 months. I was hospitalized twice, first was 2/18/06, (left eye only) then on 4-4-06, (both eyes infected.) The eye specialist diagnosed me with keratitis and papillary conjunctivitis, he also told me the inside of my eye lids were "sand papered" and scratching my cornea when I blinked or slept. I'm now on nevanac and vigamox, and I cannot wear contacts anymore.